Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was used to programme the cardiac resynchronization therapy device (crt-d) it set the crt-d to emergency vvi pacing inappropriately. Troubleshooting advice was provided to enable the programmer to programme the crt-d to the correct settings. It was further reported that the printer of the programmer was not working. No patient complications have been reported as a result of this event.